Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo, o2 ventilator while in patient use. There was no report of harm or injury. The trilogy evo, o2 ventilator was returned to a manufacturer service center for evaluation, and the customers complaint was not reproduced. During the evaluation error codes in relation to (oxygen blender module failure and o2 flow drift high) were recorded in the device event log. In conclusion, the device's system board was replaced to address the issue. The obm sub assembly and obm harness were replaced preventatively. Additionally, during the service of the device, the usb extend cable was damaged therefore was replaced unrelated to the reportable malfunction/issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was (1.06.10.00).